Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 1176.4 mcg/day. Prior to the pump placement, several things had been tried, including botox. The botox had not worked as well as they thought it should have. The patient was able to speak but had short term memory loss due to the stroke. Per the consumer, the patient did not make sense when she talked. The pump did not make the patient flexible and the patient was unable to sit up or move in bed, and the patient's arms and hands were completely disabled. The patient's legs and feet were also at odd angles. The patient did not like to be touched because "everything hurt." It was noted that "they" wanted to wean down the patient's dose because the pump was not helping the patient. The patient's indication for pump use was intractable spasticity and head/brain injury and medical history of stroke. Additional information has been requested, but it was not available at the time of this report.